Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the device from one of their customers would not complete a boot cycle. The device powered off before a boot cycle was completed. The device gave a beep tone, that would only stop when the battery was removed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly had corrupted software, which caused that the device could not be powered on. The digital pcb assembly was evaluated and it was observed that an integrated circuit (ic) chip, designator u25 on the digital pcb assembly, had corrupted software, causing the device not to power on.  The cause of the reported issue was due to an integrated circuit (ic) chip, designator u25 on the digital pcb assembly having corrupted software. A replacement device was provided to the customer under warranty.